Event description:
It was reported that this pacemaker reverted into safety mode and exhibited difficulties to interrogate. Technical services (ts) reviewed the device data and confirmed the remote monitoring was disabled, alerts noted before the safety mode condition. The device is no longer capable of storing diagnostic data or performing lead measurements. Device replacement was recommended. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this pacemaker reverted into safety mode and exhibited difficulties to interrogate. Technical services (ts) reviewed the device data and confirmed the remote monitoring was disabled, alerts noted before the safety mode condition. The device is no longer capable of storing diagnostic data or performing lead measurements. Device replacement was recommended. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this pacemaker was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.